Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error 1660 occurred. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log was unable to be extracted as an error code occurred when the pump was turned on. Functional testing was able to replicate the reported issue. The root cause was determined to be a possible defective mainboard. The device was returned unrepaired per the customer¿s request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.